Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 52 mg/dl. Reportedly, customer used "fresh" insulin and a new cartridge and contact stated that customer is more sensitive to fresh insulin. Bg was addressed with (B)(4). Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.